Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, during surgery, an ophthalmic system exhibited no aspiration in quadrant mode. The system continued making noise, and a system message was observed in the event log. The surgery was completed and there was no patient harm. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report